Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assembly also; corrosion was present on the vibrator motor and motor assembly. Unable to perform a displacement test and test for button error alarm due to blank display. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer's parent reported via phone call indicating that the customer jumped in the pool with their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The caller states that they received a button error alarm. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.